Event description:
Spacelabs received a report that a pt monitor displaying all of the patients vital info went blank and that no physician interaction with the monitor (turning it off and on, changing power sources, hitting every button, etc) could revive it. The monitor had to be emergency switched out with one in another room. The pt went completely unmonitored for several minutes.

Manufacturer narrative:
Spacelabs contacted the customer and learned from the hospital's vp of quality and regulatory compliance that the display had come unplugged from the pt monitor. The staff was unable to correct the problem and bio-med was notified. The cable between the monitor and the display was reconnected to the display and the display then functioned to specification. No specific model number or serial number info is available from the site. No further service was required. All equipment is currently in use monitoring patients. There is no known adverse event to the pt who the hospital reported as stable at time of discharge. This report is considered final and the issue closed.